Event description:
It was reported that the patient underwent an explant of an intraocular lens (iol) due to a bent haptic while inserting the lens into the optic. It was reported that the physician performed an incision enlargement during explantation of the intraocular lens (iol). No complications were reported. No additional information was obtained.

Manufacturer narrative:
(B)(4). Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.